Manufacturer narrative:
Calibration and controls were acceptable. No relevant alarms occurred on the day of measurement. The investigation determined the issue is consistent with a sample specific discrepancy. False reactive results may occur in elecsys hiv duo as the assay has a specificity of < 100%. All initially reactive samples (results = 1.0 coi) should be re-determined in duplicate with the elecsys hiv duo assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys hiv duo on a cobas e 801 analytical unit. The first patient sample initially resulted in an hiv duo value of 12.5 coi (reactive). The sample was repeated on (B)(6) 2025, resulting in an hiv duo value of 12.8 coi (reactive). The sample was repeated on an abbott architect instrument in another laboratory on (B)(6) 2025, resulting in a value of 0.31 coi (non-reactive). The second patient sample initially resulted in an hiv duo value of 4.07 coi (reactive) on (B)(6) 2025. The sample was repeated on (B)(6) 2025, resulting in an hiv duo value of 3.83 coi (reactive). The sample was repeated on an abbott architect instrument in another laboratory on (B)(6) 2025, resulting in a value of 0.08 coi (non-reactive).

Manufacturer narrative:
The serial number of the e 801 analyzer on (B)(6). The investigation is ongoing.